Event description:
The initial reporter forwarded a copy of an operative report to the heart valve programs. According to a translation of the operative report, a pt had their bjork-shiley aortic convexo-concave heart valve replaced due to "possible valvular stenosis." According to an informal translation of the operative report "upon removal of the prosthesis, a crack in the lower support for the occluder was observed." The pt survived surgery and later discharged from the hosp. Subsequently, the initial reporter provided photos of the explanted valve showing the outlet strut and the occluder disc separated from the flange.